Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc recovery was within the acceptable range before and after the event. The analyzer alarm trace did not contain any conspicuous alarm. The field service engineer service found an issue with the sample probe. He checked and cleaned the probe, ran sample probe washes and air purges. He ran precision testing with results within specifications. The customer ran precision and qc with results within specifications. The investigation did not identify a specific root cause but determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas c 503 analytical unit. The initial result was 17 mg/dl with a data flag. The repeat result was 503 mg/dl.